Manufacturer narrative:
The associated device, used in treatment, was not returned for evaluation. The engineering evaluation confirmed the stated failure mode. There was some over segmentation on the anterior femur. The engineer was retrained on the visionaire procedure for tka segmentation standards. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. The potential probable causes for this event is likely a design error. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during a tka procedure, the femur block did not fit well, there was a visible gap on the lateral edge of block on the anterior femur. The block did not lock into place like normal. Procedure was completed with a change in the surgical technique using the same device with help of an alignment guide. Instruments were inside the patient and there was no delay.